Event description:
It was reported that while in the catheterization lab, the iab was prepped per instruction. The sheath was inserted into the patient's right femoral artery. The md could not advance the iab through the sheath and as a result the iab and sheath were removed as one unit. A new iab was opened and this iab could be inserted without difficulty. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.